Event description:
It was reported that the patient's had a high bg due to infusion set cannula remained in customer's body when the infusion set was removed on (B)(6) 2026. The site was inserted on abdomen and the patient treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.